Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# (B)(6); implanted: (B)(6) 2009; product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 23-jun-2011, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. The patient reported that their pump was not working anymore, and they knew why, but they were wondering if it was safe to keep the pump and catheter in their body forever or if it was good to take it out if they were no longer using the therapy. The patient stated that their physician had said there was more of a chance of infection when taking out the pump versus leaving the pump implanted, but then also stated ¿I've had too many doctors tell me different things ,¿ so that was why they were calling in. When the agent inquired further, the patient stated, ¿it was not in the canal and was not working,¿ and stated, ¿it hasn't been doing anything for me for a while, so I thought why keep it if it is not working,¿ in reference to abandoning the therapy due to the issue. The patient was also wondering if they could have lithotripsy. The agent reviewed information and redirected the patient to their healthcare provider to further address the issue.